Manufacturer narrative:
Device evaluation: to date the intraocular lens (iol) remains implanted; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If explanted, give date: not applicable as the lens remains implanted to date. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after inserting an intraocular lens using the preloaded insertion system, model pcb00, the surgeon noticed that there was a fracture in the periphery of the lens. The lens came out of the injector as normal with the central optic intact. The lens was stable in the capsular bag. The lens remains implanted. No further information was provided.